Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath took in air during aspiration. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After the transeptal puncture was completed the sheath took on air during aspiration. Air was observed in the shaft and in the aspiration syringe. The syringe had been filed up several times attempting to aspirate, but these attempts were not successful to remove the bubbles. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.